Event description:
Patient was implanted with plate and screw construct on (B)(6) 2010 for an ankle fracture. Patient returned to surgeon complaining of painful hardware. Patient was returned to the operating room on (B)(6) 2012 and surgeon removed all hardware. No additional hardware was implanted, patient's fracture healed. This is 3 of 10 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.